Event description:
It was reported that during percutaneous coronary intervention procedure, a balloon catheter got stuck. A non-bsc guide wire was advanced to the lesion followed by a 12mm x 4.00mm nc quantum apex balloon catheter. After several inflations, they tried to remove the balloon catheter from the guide wire but the balloon was stuck with it. They were able to remove the catheter balloon and guide wire by pulling it at the same. The procedure was completed with a different device. There were no reported patient complications and the patient's status was good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: the tip was damaged. The inner diameter of the wire lumen was measured and was within specification. A guidewire was loaded into the tip and completely advanced through the lumen without encountering any unusual resistance. The device was inflated to rated burst pressure with an inflation device filled with water to test wire movement, which was unsuccessful. The guidewire could not be removed . There was no evidence of any product quality deficiencies contributing to the reported event and confirmed damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during percutaneous coronary intervention procedure a balloon catheter got stuck. A non-bsc guide wire was advanced to the lesion followed by a 12mm x 4.00mm nc quantum apex balloon catheter. After several inflations, they tried to remove the balloon catheter from the guide wire but the balloon was stuck with it. They were able to remove the catheter balloon and guide wire by pulling it at the same. The procedure was completed with a different device. There were no reported patient complications and the patient's status was good.